Event description:
Patient reports that he was revised to address loosening. The patient did not know specifically which component(s) were loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned for examination. Patient medical records and radiographs were provided for review. Review of the supplied investigational inputs revealed radiolucency lines around the device. No evidence was found confirming device loosening. The investigation did not find any evidence suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.